Event description:
It was reported that charge port felt loose when cable was plugged in. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and requested follow-up from customer technical support, but no additional information was received regarding any further actions or event outcome.